Manufacturer narrative:
No product sample was received; therefore, visual, and functional testing could not be performed. A device history record (DHR) review could not be performed as the serial number was unknown. No root cause could be determined as the complaint could not be confirmed. Device information and device manufacture date are unknown. No product information has been provided to date. Operator of device is unknown.

Event description:
It was reported that the patient's husband reported a no disposable clamp tubing alarm using a prefilled cassette. No patient injury was reported.